Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this ra lead was explanted due to a potential fracture, loss of capture and noise.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 14 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received and subjected to an extensive analysis. The analysis revealed multiple abrasion marks along the lead fragments. In particular approx. 14 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the insulation was found damaged. This damage can be considered as the root cause for the clinical observation of noise as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. During further investigation the lead demonstrated a rubbed through insulation approx. 11.5 cm distal to the is-1 connector pin. The finding was consistent with exposure to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.